Event description:
The rn was contracted by the surgeon who stated the applier jaws would not release after firing. The applier was finally pulled off and there was no clip. The jaws remained shut and would not work right. Another device was opened to complete the case. There was no consequence to the pt.